Event description:
It was reported that a transient ischemic attack (tia) occurred. A left atrial appendage (laa) closure procedure was being performed. A double curve watchman truseal access system (was) was positioned and a 35mm watchman flx laa closure device & delivery system (wds) were used. The closure device was successfully implanted with no repositioning necessary. When the patient was transported to recovery, the patient exhibited stroke symptoms. The patient experienced facial drooping and the patient could not move their arm, leg , or anything on the left side of their body. A computed tomography (CT) scan was performed after the stroke symptoms occurred. The CT came back with no clear indication for the stroke. The physician classified this as a tia, and the patient regained full functionality throughout the day. It was confirmed there was no brain bleed. It was suspected that a small clot emboli, post procedural hypotension, and/or a small air embolism may have contributed to the tia event, but nothing was definitive. The patient was fully recovered and discharged on (B)(6) 2021. The patient was taking eliquis and low dose aspirin and scheduled for a follow up appointment on (B)(6) 2021.